Event description:
On (B)(6), 2011, a respiratory therapist reported that the inomax ds (B)(4) alarmed "service required" and shut down, while in use on a patient. The device had been utilized on the patient with a bunnell jet ventilator for the past several days. The jet ventilator settings were: pressure=32, rate= 420, with servo pressure = 3.5; the backup ventilator was set at a positive end expiratory pressure (peep) of 10. The current nitric oxide dose was 2 parts per million (ppm). The customer powered the device off and then on, and it started to work properly. Technical support was notified and the possibility of low dose/low flow state was discussed as a possible cause for the shut down. Technical services offered to help setup their backup unit and put the inomax ds device in question through a calibration, purge, and performance check to verify its functionality. The customer declined, since the device appeared to be working properly and she believed the patient would be coming off nitric oxide soon. Technical services asked the customer to call back if there were any additional questions or if she decided that she wanted to change to her backup device. The respiratory therapist later confirmed that the patient was weaned off of nitric oxide without further incident with the device and that there was no impact to the patient. The device was then removed from service by the customer and was returned to the company for investigation.

Manufacturer narrative:
On (B)(6) 2011, a respiratory therapist reported that the inomax (B)(4) alarmed service required and shut down, while in use on a patient. The device investigation is complete and results follow: the root cause is a system error caused by a segmentation fault. This is related to firmware resident on a cpld. This root cause was determined by examination of the service log. The device functioned as designed to interrupt nitric oxide delivery and alarm when such an error is detected. The main circuit board was replaced and the device functioned to specifications.